Manufacturer narrative:
Age or date of birth: birth year reported as (B)(6). Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient first complained of the left thigh/hip pain and on (B)(6) 2019 patient was toppled on the buttocks area. There was a breakage of the implant. Originally, the patient had an implantation of proximal femoral nail antirotation (pfna) system on (B)(6) 2018 due to dislocated multi-fracture of the left femur. Since that operation the patient was steadily better and still under full load symptom-free on the walking frame. Patient status is unknown. This report is for one (1) unknown pfna blade. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient underwent revision surgery and osteosynthesis due to the broken pfna nail and osteomyelitis on (B)(6) 2019. The pain experienced by the patient in the area of the left upper leg/hip was attributable to the broken nail which had occurred without sufficient trauma. The broken nail resulted in multiple revision surgeries and the development of an infection and of osteomyelitis. The broken nail was replaced with a long pfna nail. The patient is still in inpatient treatment after complete removal of the material. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.033s, lot: l854331, manufacturing site: bettlach, release to warehouse date: 17. April 2018, expiry date: 01. April 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection of the pfna blade has shown that on the sleeve some marks are visible. The locking screw is too much inside in the blade and also the thread and the hexagonal recess are damaged therefore the blade could not lock anymore. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test can not be performed of the detected damage. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition of the pfna blade, the marks and damaged locking screw is rated as confirmed. We do suppose that the device encountered unintended forces, such as excessive force application during removal surgery, which finally caused the post manufacturing damages. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.